Manufacturer narrative:
All available information was investigated, and the reported unintended movement (clip opend during lock check) was not confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported unintended movement associated with clip opened during testing the lock/efaa. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4 functional mitral regurgitation (mr) and dilated left atrium for a mitraclip procedure. During the procedure, clip delivery system (cds) was inserted, grasped anterior and posterior leaflet 2 (a2p2) and before the deployment the clip failed to hold final arm angle several times when clip was locked at more than 60 degrees and clip was opened to 120 degrees, confirmed leaflet insertion, locked implant and tested again, but clip opened while locked. Cds was removed from patient and replaced with another cds and continued the procedure. All steps were performed as per IFU. Two mitraclips xtw were implanted successfully and patient was stable. All steps were performed as per IFU during preparation and procedure. The final mr was grade 1. There were no adverse patient effects or clinically significant delays reported.